Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. This report is made based on results of investigation completed on 05/19/2015.

Manufacturer narrative:
Device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2015 with the following findings:during a visual inspection of the pump, the battery compartment was observed to be cracked in two places. (B)(6)